Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 2284987; d4. Medical device expiration date: unknown; h4. Device manufacture date: unknown.

Event description:
It was reported that bd bactec¿ peds plus¿/ f culture vials (plastic) molecular false positives have occurred. No injuries or treatment was reported. The following information was provided by the initial reporter: customer reporting molecular false positives. Dual positive biofire results always included nonviable candida tropicalis.

Event description:
It was reported that bd bactec¿ peds plus¿/ f culture vials (plastic) molecular false positives have occurred. No injuries or treatment was reported. The following information was provided by the initial reporter: customer reporting molecular false positives. Dual positive biofire results always included nonviable candida tropicalis.

Manufacturer narrative:
H.6 investigation summary: neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. Refer to customer letter. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. Catalog: unknown. Batch no.: 2284987. Customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Neither photos nor returned good samples were received. Investigation cannot be conducted to the retention samples since the catalog/lot number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since catalog/batch number is unknown. The batch history record could not be reviewed as the catalog/lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. H3 other text : see h.10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot#: 2277310. Medical device expiration date: 31-jul-2023. Device manufacture date: (B)(6)2022. Medical device lot#: 2284988. Medical device expiration date: 31-jul-2023. Device manufacture date: (B)(6) 2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ peds plus¿/ f culture vials (plastic) molecular false positives have occurred. No injuries or treatment was reported. The following information was provided by the initial reporter: customer reporting molecular false positives. Dual positive biofire results always included nonviable candida tropicalis.